Event description:
Reporter alleged obtaining discrepant blood glucose values of 324 mg/dl versus 152 mg/dl and 313 mg/dl versus 134 mg/dl. Reporter stated both comparisons were performed on her advantage system on different days and with 2 mins apart between the tests results. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.